Event description:
Premium dry tray - hair in sterile packaging when opened by registered nurse (rn). Manufacturer response for general surgery tray, medline industries, inc. (Per site reporter). Medline sent shipping label to return the product.